Manufacturer narrative:
UDI not available as product manufactured before 9/24/2014 the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient was transmitting high ventricular rate episodes due to oversensing of the right ventricular lead that was noted via follow-up remote. Noise appeared to be inhibiting pacing support but patient had an underlying rhythm and was asymptomatic. Lead testing was recommended. No intervention has been performed. Patient was fine.